Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to customer¿s blood glucose level, and it did not exceed 500 mg/dl. Caller was advised to use an alternate therapy to ensure insulin delivery is not interrupted and was sent a replacement pump by technical support.